Manufacturer narrative:
Concomitant medical products: product ID 37713, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 7427, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator; product ID 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 7427, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator; product ID 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient stated one of her devices hadn¿t been working for a while. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.